Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the heater line of a homechoice cassette and a heater line was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during the initial drain. The patient was connected at the time of the alarm. The care giver stated that the heater bag disconnected from the heater line. The renal therapy service agent (rtsa) had the care giver close the clamps, disconnect the patient, and cycle power on the homechoice to clear the alarm. The rtsa helped with getting the set out. Rtsa advised that the patient to start over with new supplies or use manual bags. Proper procedures per the user manual were reviewed with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.